Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. Possible lot #: t40030 - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there have been three sheath tips break on the trocar blunt tip xcel stability. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient.